Event description:
It was reported that the patient is experiencing pain in hip area. Patient states that the pain is in the top of the thigh area toward the back. Patient states that the pain started about a month ago. Patient is reporting that she went to her general practitioner to have blood work done and is currently awaiting pending results.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.